Manufacturer narrative:
Product ID: sedr01 ipg implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise/oversensing. The lead was reprogrammed and later capped and rep laced. No patient complications have been reported as a result of this event.